Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Operating system: 18.4. Hardware: iphone13.2. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
While traveling, the patient reported that insulin boluses from his pod were not effective. He removed the pod on (B)(6) 2025, after it had been worn on the abdomen for 36-48 hours, and did not replace it. Approximately 24 hours later, on (B)(6) 2025, he sought medical attention after returning home. The patient's blood glucose was >600 mg/dl, and he exhibited symptoms including vomiting, dehydration, sunken eyes, kidney pain, and head pain. He was admitted to the emergency department and diagnosed with diabetic ketoacidosis (dka). Treatment consisted of intravenous insulin and fluids. The patient was discharged on (B)(6) 2025.